Event description:
As reported by the edwards clinical specialist, during the transcatheter aortic valve replacement (tavr) the first sapien valve was deployed too aortic, with a result of moderate ai. The physician decided against intervention as it was believed that the patient would be able to tolerate the amount of regurgitation. Post procedure, however, the patient continued to deteriorate and show more distress in breathing and the decision was made to deploy a second valve as the level of regurgitation across the aortic valve had remained unchanged. 4 days after the index procedure a second valve was placed within the 1st valve in a more ventricular position. After implantation of the 2nd valve the amount of regurgitation lessened. The patient was noted to be in good health.

Manufacturer narrative:
Method: imaging review. Cine images were submitted to edwards for review. The following observations were made: no available images of the first procedure, therefore cannot confirm/assess the final positioning of the valve and degree of regurgitation post deployment. Second valve positioned approximately 50% ventricular of the height of the first valve position. During deployment the valve moved approximately 1mm aortic. The post deployment angio demonstrates ar. Impressions: no available images of the first procedure, therefore cannot confirm/assess the final positioning of the valve, degree of regurgitation post deployment, and any potential contributing factors. The valve was not returned for evaluation as it remains implanted in the patient. The device history record (DHR) review of the effected valve shows the device met specifications prior to distribution of the device. The root cause for the event cannot be determined. However, it is possible that patient and procedural/operator factors contributed to the reported malposition. Per the IFU, device migration or malposition requiring intervention is a known potential adverse event associated with the tavr procedure. In addition, physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. There was no report of device malfunction. All valves are 100% visually inspected for defects and 100% leak tested prior to termination. No further actions are required at this time.